Manufacturer narrative:
Product event summary: the controller, one controller ac adapter, and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed functional testing. Visual inspection of the returned controller also revealed signs of contamination within the power port connectors likely due to the handling of the device. Additionally, supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. A visual inspection under 10x magnification revealed hairline cracks around power ports one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Visual inspection of the controller ac adapter and the batteries revealed illegible release indicators on the output cables of the devices. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. The most likely root cause of the illegible indicators on the output cables can be attributed to patient use or due to wear. Additionally, visual inspection of (B)(6) revealed a tear on the output cable, leading to exposed wires. The damage that was observed did not affect the functionality of the device. Based on the available information, the most likely root cause of the damaged cable can be attributed to wear and/or to the handling of the device. The damaged battery output cable, illegible release indicators and cracks around the power ports are additional observations not related to the reported event. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the batteries. As a result, the reported event was confirmed. A power source lubrication procedure was performed on(B)(6) 2018 for (B)(6). There is no evidence that the lubrication servicing was performed on (B)(6). An internal investigation evaluated momentary disconnections prior to lubrication servicing. The most likely root cause of the reported premature power switching event can be attributed to contamination of the controller¿s power ports and/or momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Additional products: d4: serial #: (B)(6). D10: yes, return date: 10-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 135 h6: FDA conclusion code(s): 12, 19 d4: serial #: (B)(6). D10: yes, return date: 10-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 135 h6: FDA conclusion code(s): 19, 4307 d4: serial #: (B)(6). D10: yes, return date: 10-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 135 h6: FDA conclusion code(s): 19, 4307 d4: serial #: (B)(6). D10: yes, return date: 10-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 135, 180 h6: FDA conclusion code(s): 19, 4307 d4: serial #: (B)(6). D10: yes, return date: 10-jul-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-jul-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter model #: 1430de / catalog #: 1430de / expiration date: unk / serial #: unknown. UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller, batteries, and controller ac adapter exhibited power switching and the controller became non-functional. The controller, batteries, and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.